Event description:
It was reported that the medtronic patient's spinal cord stimulation (scs) lead displayed high impedance readings. The patient underwent a revision procedure on (B)(6) 2025 in which the lead was explanted. The patient was doing well postoperatively and the explanted device was kept by the facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).